Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they were scheduled to see the patient at the doctor's office on (B)(4) 2018 to further assess and address the situation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was reprogrammed to obtain more appropriate coverage. The patient was testing the new stim pattern and was scheduled for a follow-up visit (B)(6) 2018. The root cause of the issue was undetermined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell and his stimulation patterns aren't in the appropriate place any longer and there was a loss of coverage. The patient turned stimulation off for a day and then back on at low strength. The patient is assessing if stimulation patterns have changed and/or improved. The patient is planning on reporting back on his stimulation patterns after using it as described. The issue was not resolved at the time of the report. A surgical intervention did not occur, and it is unknown if one is planned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient met with their doctor and a rep on (B)(6) 2018. Turning the stimulation off and then back on did not resolve the issues of the stimulation not being in the appropriate location and the loss of coverage. An impedance test demonstrated that all contacts were within normal range, and x-rays demonstrated no lead migration. The patient was reprogrammed to optimize coverage. The rot cause of the issue was not determined. No further complications were reported.